Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the center bar had retracted in the retainer. Visual examination of the staple cartridge noted that the loading unit dis played a full complement of staples and the interlock was not engaged. Functionally, the center bar was repositioned to the correct position. The sulu unloaded and loaded repeatedly without difficulty. The sulu (single use loading unit) and instrument were applied to test media with acceptable results; the knife cut completely and cleanly and the staple line was properly formed. The firing knob could be advanced and retracted without any hang-ups. It was reported that the instrument did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the loading units are unloaded improperly. After firing, if the firing knob is not fully retracted, difficulty in removal of the loading unit may be experienced and the center bar may fall back into the firing knob retainer. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: for after the firing, which includes returning the firing knob all the way back to its pre-fire position. To remove the fired sulu, separate the instrument halves, holding the cartridge- half of the instrument, grasp the proximal end of the sulu tabs and pull up and out to remove sulu from instrument. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the stapler did not work due to being locked and unusable. The reload was replaced to resolve the issue. There was no patient injury.